Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint ipg could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. A symptom of discoloration on skin was noted. The physician believed that the infection was not device related but the caused was unknown. The patient was placed on antibiotics and underwent an explant procedure.